Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, an ilet user woke up to a high blood glucose (bg) alarm from the ilet, showing approximately 300 mg/dl. A fingerstick confirmed a bg of 467 mg/dl. The user had changed their infusion set (convatec inset 23" teflon) the previous afternoon and noticed the insulin cartridge was nearly empty. The agent explained possible issues, including a bent or improperly inserted cannula, and recommended a supply change. The user completed the supply change, and bg dropped to 410 mg/dl within minutes. Later that day, the user contacted their healthcare provider (hcp), who recommended hospitalization for suspected dka. The user was admitted around 10-11 am on (B)(6) 2025 and was treated with an insulin drip. The user experienced vomiting but no other immediate or long-term effects. On (B)(6) 2025, the user confirmed they were discharged and back on the ilet.